Event description:
It was reported that the patient dislodged the right ven- tricular lead while it was connected to a temporary pacemaker. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.